Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/26/2013 with the following findings: a review of the pump history indicated that the last bolus delivery occurred on (B)(6) 2013, and the last basal delivery occurred on (B)(6) 2013. A review of the black box showed that a ¿no delivery exceeds tdd¿ warning occurred on (B)(6) 2013 at 22:45, and deliveries did not resume until 12:56 on (B)(6) 3013. The pump was exercised for 24 hours and no errors, alarms, or warnings occurred during test. The pump passed 29 hour flow accuracy testing and was found to be delivering within required specifications. No delivery issues were found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report she had blood glucose excursion while she had a kidney and toe infection. In addition, she had back surgery in the past and kidney disease. On (B)(6) 2013 when her blood glucose was at 41 mg/dl and was feeling shaky, she took self treatment with food. Her blood glucose reading recovered to 130 mg/dl. On (B)(6) 2013, the patient had elevated blood glucose reading of 338 mg/dl and was feeling tired and weak. Her elevated blood glucose subsided with bolus insulin treatment. Before her blood glucose went low, the patient had symptoms of nausea and vomiting and was eating very little. Troubleshooting indicated that there was a product misuse issue related with the reported incident. The patient was in temporary basal settings but was not comfortable with going through the pump settings to make changes. The patient usually uses 80-100 units of insulin per day but has not used any more than 30 units or so per day. The reported issue was resolved with training. This complaint is being reported the patient had blood glucose excursions while she was not comfortable with changing her animas pump settings to meet her insulin regimen.